Event description:
Same case as MDR #6000093-2006-02110. It was reported by the patient that, following a coronary drug eluting stenting treatment procedure, the patient experienced itching, muscle pain and shortness of breath. A taxus express2 drug eluting stent was implanted in an unspecified vessel. The patient reports that, right after the stents were implanted, she experienced itching and muscle pain from the waist up. The sensation was described as painful and sore. The patient also states that, she has been short of breath since stent placement. The patient reports that she is consulting which an allergist regarding these symptoms. Attempts have been made to obtain additional information from the physician with no response as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient; therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.